Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) frequent alarms occurred for leakage (gas loss) in the iab circuit. No health problems were reported to the patient.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked the connection status of the connectors of the equipment. Implemented a leak test. No abnormalities were found in either case. Reported that there was no abnormality in the equipment. It is believed that this was caused by restarting without "iab filling" when the alarm occurred.

Event description:
N/a